Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty. Intra-op, right balloon ruptured inside the patient's vertebrae. The balloon could not be retrieved through cannula and a piece of the balloon was left behind in the vertebrae. No patient complications were reported.